Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿shoulder arthroplasty with or without resurfacing of the glenoid in patients who have osteoarthritis¿, written by gary m. Gartsman, md; toni s. Roddey, ms pt, o.c.s.; and steven m. Hammerman, md; published in the journal of bone and joint surgery january, 2000, was reviewed. The purpose of the article was to report on a randomized, prospective study to evaluate the outcomes of treatment of osteoarthritis of the glenohumeral joint with or without resurfacing of the glenoid. All patients had shoulder arthroplasty between december 1992 and december 1996. 47 patients (51 shoulders) participated in the study and follow-up. All patients received the global prosthesis (depuy). Intraoperatively, there were no complications-no infections, dislocations or neurological complications. The humeral head did not dissociate from the stem in any patient. Only six patients had an unsatisfactory result. Three of these six, did not have a reoperation. Two (one had a hemiarthroplasty and one had a total shoulder arthroplasty) had marked stiffness that was unresponsive to postoperative rehabilitation; both refused to have an additional operation. The third patient (total shoulder arthroplasty) had severe pain. This patient had a stable shoulder and full range of motion. No loosening or infection noted. The source of pain in this patient was unclear. Three patients who had a hemiarthroplasty, had a reoperation for resurfacing of the glenoid at 19, 39 and 48 months after the index procedure. The indication for the operation was increasing pain and decreasing space between the humeral head and the glenoid as noted on radiographs. No evidence of loosening or infection. Each patient had removal of the humeral head, insertion of a glenoid component with cement, and insertion of a new humeral head.